Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, a system error 322 was not reproduced. A review of event history log revealed multiple occurrences of system error 322 link switch error (low). A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. He reported condition was verified. The cause was determined to be lower link switch intermittently failing. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.